Manufacturer narrative:
(B)(4). Off label use: treatment of posterior circulation aneurysms (vertebrobasilar aneurysm). The pipeline¿ embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a result of medication non-compliance. Mdrs from the same article MDR# 2029214-2015-00922 (case 1), MDR# 2029214-2015-00923 (case 4), MDR# 2029214-2015-00924 (case 6), MDR# 2029214-2015-00925 (case 7).

Event description:
Medtronic (covidien) received information from literature review that one patient experienced in-stent thrombosis and major brainstem stroke at 4.5 months. The patient was treated for a giant partially thrombosed vertebrobasilar aneurysm. A total of five pipeline stents were deployed in a telescoping fashion from the distal basilar artery to the distal right vertebral segment, just distal to the right pica origin. The left vertebral artery was sacrificed with endovascular coiling. Angiographic follow-up at 6 days showed significant residual filling of the aneurysm lumen. The patient was doing well clinically until 4.5 months after the procedure, but then re-presented with a loss of consciousness and coma. The patient's spouse reported that the patient had self-discontinued both aspirin and clopidogrel without consulting the physician, because the patient was "feeling a lot better." Imaging showed complete occlusion of the vertebrobasilar construct and basilar artery with significant ischemia of the brainstem and occipital lobes. Although there was no residual filling of the aneurysm (occlusion grade d1), this was due to thrombosis of the entire pipeline construct secondary to medication non-compliance. The family requested maximal medical management despite poor prognosis. The patient left the hospital for a long-term care facility with an mrs of 5. In this article, the authors presented their posterior circulation flow diverter experience, outcomes, and morbidity in comparison with recent studies. A retrospective chart and imaging review of six patients with seven aneurysms in posterior circulation vessels, treated with flow diverter technology was carried out. It was concluded that flow diversion may be a possible treatment in carefully selected patients with high-risk atypical posterior circulation aneurysms, with poor natural history and no optimal treatment strategy. Symptomatic and fusiform large aneurysms appear to carry the highest risk. Further studies are necessary to assess the role of flow diversion in the posterior circulation. Citation: toth g, bain m, hussain ms, et al. Posterior circulation flow diversion: a single-center experience and literature review. J neurointerv surg. 2015 aug;7(8):574-83. Doi: 10.1136/neurintsurg-2014-011281.